Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that false positive results are being generated by the architect stat troponin-I assay. One patient sample generated results of 0.031/0.017 ng/ml. The customer uses a cut-off value of 0.03 ng/ml. No suspect results were reported from the lab and there is no impact to patient management reported.